Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune rp tib base sz 4 cem tibial tray component; unknown knee femur component; attune ps rp insrt sz4 5mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Unknown cement was used. It is suspected to caused by a fall. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.